Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 25.0 mmol/l. The customer had symptoms such as nausea and treated with manual injection. Customer's blood glucose value was 25.0 mmol/l at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2018. Troubleshooting was performed. There were no leaks or air bubbles. Customer declined to check for site or insulin issues and device settings. Customer stated that she would like to try a different infusion set. The product was not returned for analysis.